Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non calcified proximal end of left circumflex artery (lcx). After a 3.5x14mm non-bsc stent was implanted, a 8mmx3.50mm nc quantum apex¿ balloon catheter was advanced for post dilation and the device was initially inflated at 12 atmospheres. However, during the second inflation at 18 atmospheres, the balloon ruptured after being inflated for 15 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 3.5x10mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.